Event description:
The manufacturer received voluntary medwatch (mw5106720) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging kidney cancer while using this device and the medical intervention was surgery. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received voluntary medwatch (mw5106720) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging kidney cancer while using this device and the medical intervention was surgery. The previous report had the report date 08/22/2022, which was incorrect. The correct report date is 08/29/2022. The correct report date is updated in b4 section.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged kidney cancer while using this device and the medical intervention was surgery. This notification was reviewed due to a patient reporting that they were diagnosed with kidney cancer in 2020 and had kidney removed in 2021. No further clinical details were reported. Attempts have been made to obtain additional information and have been unsuccessful. The patient makes no allegation of any specific device malfunction relevant to the harm reported. Hence, the event is assessed as not related to the recalled device (i.e. A foam degradation concern) in this case. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was updated in this report.